Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total laparoscopic hysterectomy procedure, there was slight bleeding at the right edge, and the suture was placed in the corner of the vagina, incorporating vaginal mucosa and controlling the bleeding. A second bite was taken and the needle broke loose from the device. The suture was then cut. The needle was removed from the vaginal cuff and handed off. The remainder of the needle was found lodged within the device. All pieces of the needle were accounted for. Another reload was obtained and used to close the vaginal cuff in a running fashion.